Event description:
It was reported that upon performing an impedance check of the device, there were 4 contacts that had values greater than 4,000 ohms. It was noted that the physician "attempted to unscrew the lead from the generator to re-insert the lead, but he had to keep unscrewing until the small eyelet in the generator came out because the lead would not release from the battery." It was further noted that "the physician was able to have the lead released, but the eyelet was stuck in the generator and a small piece of the plastic broke off where the eyelet was located when he was trying to get the eyelet out." The manufacturing representative stated that "a new battery was used because they were not able to tighten the generator." It was noted that another impedance check was performed with the new internal neurostimulator (ins) and the readings were normal. No patient injury or symptoms were reported.

Manufacturer narrative:
Analysis of neurostimulator model 3058 lot # njy198645h showed that the setscrew was backed out too far from the connector block and came out of the grommet. The grommet became loose and separated. The device passed final functional testing. The connector port and adhesive hole observations were noted as okay. Good, stable output was reported on all electrodes when referenced to one electrode. Analysis of wrench accessory showed no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v999804. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the event was that they "had the program too high." It was stated the patient had their new device set to where they can "feel it" in their bladder, at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).